Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had oversensing of atrial fibrillation waves. The physician noted that the lead was implanted in the middle cardiac vein of the coronary sinus (cs). The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.